Event description:
It was reported by the customer that they were experiencing high blood glucose levels of 253 mg/dl. Advised customer to disconnect from device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were air bubbles present. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device passed priming, high pressure test and insulin exited tubing. Customer verified device was not leaking and did not alarm but the cannula was found to be bent. Advised to change entire set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).